Event description:
(B)(4). Lab values of my hormone levels drawn- due to suspected hair loss tests results. Result (B)(6) result (B)(6)dheas and mdash: 33 13 33estradol and mdash: 42 42 and lt: 25progesterone 0.3 0.9prolactin 5.5 free t4 and mdash: 0.88 0.088 progesterone- 0.3 0.3 testesterone- 16 16 tshandmdash: 1.22 1 vit d 25 hydroxy and mdash: 34 34 tsh w/ reflex t4- 1.27 1.27 g6dp quant and ndash: 14.9 14.6